Event description:
It was reported to boston scientific corporation on june 24, 2022 that a lighttrail single use laser fiber was used during a ureteroscopy procedure in the kidney, performed on unknown date. During the procedure, the laser fiber was broken inside the patient's kidney. The broken piece was difficult to pull out. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: approximated to june 1, 2022 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that a lighttrail single use laser fiber was used during a ureteroscopy procedure in the kidney, performed on unknown date. During the procedure, the laser fiber was broken inside the patient's kidney. The broken piece was difficult to pull out. The fiber fragment was retrieved successfully. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.